Manufacturer narrative:
An event of patient-device incompatibility related tissue damage (pericardial effusion lead to cardiac tamponade) and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported patient-device incompatibility related tissue damage (pericardial effusion lead to cardiac tamponade) could not be determined. The reported improper or incorrect procedure or method appears to be related to user recaptured ball shape then pushed the device to the ball rather than unsheathing. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer torqvue 45x45 delivery sheath. Prior to implant, a baseline 6mm effusion was document. The transseptal puncture was low and anterior. An unknown amount of heparin was administered during procedure. There was not multiple wire or delivery sheath exchanges. The left atrial pressure was 18mmhg. A baylis pigtail wire was placed in the left atrial appendage during tsp, but it was relocated to the lupv before sheath exchange. The 25mm amulet was partially recaptured 3 times, then exchanged for a new 22mm amplatzer amulet due to needing a better seal at the ostium. Post-implant, while in the recovery area, the patient developed cardiac tamponade with new onset effusion on the right side. It is unknown which device caused the effusion. Pericardiocentesis was performed. The patient status was reported as unknown.